Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
The customer reported that during patient monitoring, the c500 and the central station did not display optical or acoustical alarms.

Manufacturer narrative:
The device was returned to draeger for evaluation where the reported issues: no visual or acoustic alarm, as well as a sluggish touchscreen could not be reproduced. In addition these issues could not be reproduced onsite by a draeger technician. However, the issue was verified in the logs. After supplier investigation, it was found the device is installed with a faulty virtium ram module which leads to the high cpu usage and ultimately, the reported symptoms which can be intermittent. A CAPA has been opened to address this issue. Patient data is still displayed on the screen.

Event description:
See initial report.

Manufacturer narrative:
Neither of these issues could be reproduced at draeger during reproducibility testing on known good equipment or at the customer site.

Event description:
See initial report